Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a consumer on (B)(4)reported on (B)(4) 2017 they had 150 ml retention, on (B)(4) 2017 they had 150 ml of retention. The patient noted the next check with the ultra sound was on (B)(4) 2018. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the interstim was not working 100% right now because the patient was retaining 150 ml and was ¿still not emptying¿. The patient had already tried program 1, program 2, and just turned to program 4 on the (B)(6) and was waiting to see if program 4 would help at all. It was noted that the patient was considering taking the interstim out because it was not working 100% since they got it implanted. No further complications were reported/anticipated.